Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. Reportedly, the customer was using cold insulin. Tandem customer support informed the customer that cold insulin is off label per user guide. Customer changed the pump supplies and resumed insulin delivery. Customers blood glucose was 506 mg/dl. Customers' elevated blood glucose was addressed by manual insulin injection.